Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative said that the patient has met with manufacturer representatives (rep) to adjust the settings because they aren't getting optimal pain relief, and patient representative says a reason could be if patient lets implantable neurostimulator (ins) get down to zero but isn't sure. They said the implant also doesn't last very long in between charges. Reviewed that the best course of action would be to contact managing healthcare provider (hcp). Additional information was received from patient (pt) who reported the cause of the ins shutting off was that they might have inadvertently shut it off but they are not sure.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced pain and found that the stimulator was unexpectedly turned off without knowing the reason. The patient was unable to operate the device and reported difficulty getting it to work. The agent advised the patient to use the on/off button, after which the patient was able to turn the stimulation back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the battery is draining way too fast, they believe it has run its course. They have a doctor's appointment on (B)(6) 2026.